Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (battery would not fit into monitor) was confirmed. Upon evaluation, the battery connector pin 6 was bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery connector pin could not be positively identified but was likely due to a misalignment when the patient inserted the battery pack into the monitor. Once the battery connector was replaced, the unit was able to power on normally. No adverse event resulted from the monitor. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll lifecor customer support while with a (B)(6) male patient to report that the patient's battery packs would not fit into the monitor. Support issued the patient a replacement monitor.